Event description:
The customer called for help with his contour ts meter. He performed control tests while troubleshooting and rec'd results of 276 and 373 mg/dl. The normal control range was 100-139 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.